Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber connector was detached. Microscope inspection identified that the fiber connector had no light exiting the face, indicating an internal fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the fiber break observed. The end where the fiber broke showed signs of burn/melting, indicating that the fiber was used when the break occurred. The reported device damaged prior to use was not confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of device damaged prior to use was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during unpacking the fiber fractured. The procedure was completed with another device. There were no patient complications. Analysis of the returned device indicated that the fiber had signs of burn/melting meaning that the fiber was tried to be used.